Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 3-nov-2025. The unit received a report noisy; the compressor was rattling noise due to valve plate flapper opening one side. Which is confirmed. Muffler and filter assembly blocked by dust and contaminated zeolite indicating zeolite absorbed too much moisture. These leads to, the internal 02 reading measured 90.5%, while the external 02 reading measured 89%. And temperature errors were recorded possibly due to fan not spinning.

Event description:
It was reported that the patient's unit had fallen from their couch and stopped working. The patient was sitting in their couch with their unit when it fell off and landed on the floor. The patient attempted to reattach the battery, but the unit was still not turning on. Their friend tried to provide their own portable unit, however it was not strong enough for the patient and their oxygen levels started dropping significantly. The patient's friend called emergency services and paramedics arrived and provided the patient with a 10l continuous flow oxygen while being transported to the hospital. The patient was diagnosed with pulmonary hypertension during their visit and were discharged five days later. Although the patient did have a stationary unit as a backup source, it was too far away at the time of event and patient was unable to get to it in time. A replacement portable unit was sent to the patient.